Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a high capture threshold was observed on the left ventricular (lv) lead. The physician suspected a loss of capture on the lv lead. Reprogramming was carried out to disable multi point pacing (mpp) resolving the event. The patient is stable and will continued to be monitored.